Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor was unable to communicate with an electrode belt. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a shorted tva4 tvs array on the auxiliary pca board. The root cause for the shorted tva4 component could not be positively identified. No adverse event resulted from the shorted tva4 component. The last pt to use this monitor did not report any deficiencies.